Event description:
The hospital reported that during an endoscopic vein harvesting branch transection procedure, vasoview hemopro vh-3500 outside tip silicone of the jaws fell off inside the patient. The piece was retrieved with a hemopro. No additional incisions or procedures were required due to the reported failure. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was a procedural delay for a few minutes while the new hemopro was being opened and set up. Second vh-3500 was opened to complete the case. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise#: (B)(6). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided in the medical assessment. A photographic inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The gray silicone insulation was observed to be peeled away and detached from the cold jaw, exposing the metal tip of the cold jaw. There were no visual defects observed on the hot jaw. Based on the photographic inspection, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.